Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred during the night. Customer awoke with elevated blood glucose level (250 mg/dl) and trace ketones. Customer delivered a correction bolus to treat elevated bg level. Tandem technical support verified with the customer that the auto-off safety feature was not required by health care provider and assisted customer with turning the feature off.